Event description:
Customer reported the system needed recalibration, the cal files were lost. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded the calibration files, and reseated the gib and ffb boards. System operates as intended.